Event description:
It has been reported that during a patient event, the device did not function as expected. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Updated coding grids.